Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this clinic nurse contacted a boston scientific technical consultant to discuss a stored episode. The clinic nurse commented that a spontaneous ventricular arrhythmia had occurred, however, some of the ventricular complexes were undersensed. The technical consultant discussed cross chamber blanking periods and suspected that some functional undersensing due to rate smoothing was occurring. The clinic nurse informed that the patient was symptomatic during this episode. The technical consultant suggested that the patient could perform a patient initiated interrogation (pii) with their remote monitoring system. The stored presenting electrogram could be evaluated to determine the patient's current rhythm and rate.